Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during advancing, the balloon shaft fractured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There was contrast in the inflation lumen. There was blood in between balloon folds. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 58cm from the tip. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during advancing, the balloon shaft fractured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.